Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a retracted conductor wire insulation at the yaw pulley. There was no material missing and the conductor wire were exposed. The conductor wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage or potential arcing were observed. Visual inspection revealed no signs of missing parts. Components adjacent to the damaged wire insulation do not show damage which may indicate potential mishandling/misuse. Common causes of damaged insulation instrument conductor wire - bipolar are attributed to mechanical impact, such as accidental drops of the instrument, or inadvertent collisions with other instruments, or hard surfaces, during handling or usage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.